Event description:
A patient was on epinephren and neocinephrin drips to sustain blood pressure and the IV pump went dead. Unable to restart when plugged in. The staff had to scramble to find another pump.